Event description:
A female admitted with diarrhea, swallowing difficulties, weight loss and rash. Pt had heparin infusion via sigma spectrum infusion pump. At 07:30 the nurse went into the pt's room to change the rate of the heparin drip. The nurse pushed the stop button and the screen on the pump went blank for a second and then came back on with a screen that read: sharp watchdog timeout, sys ecode 220. At the bottom of the screen, there were instructions to remove the battery and unplug the power cord. The nurse attempted to turn the pump off but it was frozen.